Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Cause of death was requested but not received. Evaluation summary: (B) (4) no anomalies found. (B) (4) no anomalies found. Partial lead in segments returned and analyzed. Corrected information received reported the lead (B) (4) is actually model 6947 and not 6949 as was originally reported.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Cause of death was requested but not received. Evaluation summary: (B) (4) no anomalies found. Partial lead in segments returned and analyzed.

Event description:
It was reported that the patient had a cardiac arrest in 2009 and cardiopulmonary resuscitation (CPR) was given. An AED was used but advised not to shock the patient. When the patient arrived at the emergency unit, asystole was determined. An ER consultant stated "the rhythm seemed to be asystole from the start". The patient expired. Device history reports did not register any tachyarrythmia episodes for that day. It was reported the patient had suffered frequent similar types of episodes since two months prior to event. A consultant in emergency medicine stated that a technical check of the device suggests a possible fault.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Cause of death was requested but not received. Evaluation summary (B)(4) no anomalies found. Partial lead in segments returned and analyzed. Corrected information received reported the lead (B)(4) is actually model 6947 and not 6949 as was originally reported. Corrected lead model from 6949 to 6947.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Analysis of the device and lead is in process; the results will be forwarded when available. Cause of death was requested but not received.

Event description:
It was reported that the patient had a cardiac arrest in 2009 and cardiopulmonary resuscitation (CPR) was given. An AED was used but advised not to shock the patient. When the patient arrived at the emergency unit, asystole was determined. An ER consultant stated "the rhythm seemed to be asystole from the start". The patient expired. Device history reports did not register any tachyarrythmia episodes for that day. It was reported the patient had suffered frequent similar types of episodes since two months prior to event. A consultant in emergency medicine stated that a technical check of the device suggests a possible fault. It was further reported that even though the v-v counter was high at 2500, "that at no point, had inappropriate therapy been delivered."